Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Inspection of the product found strike marks, nicks, light scratches and wear marks. Inspection confirms the impactor pad has fractured and not all the pieces were returned. The returned device was reviewed with visual examination and optical microscopy using a digital microscope. The proximal fractured fragment was received unthreaded from the handle. The distal fractured fragment was not returned for analysis. Fracture surface artifacts of hackle marks and river lines are consistent with the overload failure mode. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Supplier DHR will not be requested as device material is conforming per the cert and the device shows signs of repeated use. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign: event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during inspection of the kit while in the warehouse that the impactor head was broken.